Event description:
It was reported that the rigid endoscope telescope's lock pin was broken. There were no reports of patient harm.

Manufacturer narrative:
E1- (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d9, h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -excessive force. Olympus will continue to monitor field performance for this device.